Manufacturer narrative:
The pump was received with button error alarms due to corroded keypad traces. The pump also had a cracked case at the display window corner, minor scratches on the lcd window, cracked battery tube threads, a cracked belt clip slot at the battery tube threads area, and a cracked reservoir tube lip.

Event description:
The customer's mother reported via phone call that the insulin pump had a button error alarm. The customer's mother stated that the customer was playing sports then put the device back on. Blood glucose level at the time of the incident was 270 mg/dl. The customer's mother was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.